Event description:
The patient had a 3.0 x 18mm cypher stent implanted in an unknown vessel for an unknown reason. Approximately four years and eleven months post index procedure, the patient's heart "gave out", resulting in death. It is unknown if the patient was hospitalized. Treatment, if any, is unknown. No further information was provided.

Manufacturer narrative:
The spouse of a patient reported the patient deceased approximately five years post implantation of a cypher stent. The cause of death was described as "his heart gave out". The patient had a 3.0 x 18mm cypher stent implanted in an unknown vessel for an unknown reason. Approximately four years and eleven months post index procedure the patient's heart "gave out", resulting in death. It is unknown if the patient was hospitalized. Treatment, if any, is unknown. No further information was provided. The patient's medical history consisted of open heart surgery, colon cancer and high cholesterol. Multiple attempts to retrieve more information were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Death is a potential adverse event associated with coronary artery stenting. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and this patient's death. However, there are risk factors present in the patient's medical history that may have contributed to this event.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.